Event description:
It was indicated the patient underwent a generator replacement due to eos. However, while replacing the generator, the surgeon got high lead impedance in the or with the new generator. Surgeon did not want to replace the lead without consulting with the family and patient. No action was taken at that time. Follow up information from the physician revealed that patient was seen by the treating neurologist the following week from the surgery and the physician ran a lead test and everything came ok. No lead issue was found. Patient's device was turned on and a lead test was done again and no issues were found. Physician believed that the device is functioning within normal limits. Physician thinks that there might have been some moisture on the pin which eventually dried up and hence everything was fine. Further information from the physician indicated that the patient came into the office again after a few months from the surgery and he got high lead impedance on diagnostics test. Physician stated that the first two times the patient was in the office after surgery, diagnostics were all ok. It was recommended to the physician to take x-rays and send them to the manufacturer for further review. X-rays were taken and the radiologist found nothing on x-rays. However, x-rays were not sent to manufacturer for further review. Good faith attempts to obtain x-rays have been unsuccessful. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.